Event description:
It was reported that during testing, it was seen that channels 1,3,4 and 7 showed a short circuit and that channels 2,6,8 and 11 were hi. The gpi was 1.5 and the coupling and integrity were both ok. The patient's last measurements in march were all within normal limits. Apparently, the patient hit his head in march and had to have stitches. Testing at the time was normal. An integrity test is to be scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.